Manufacturer narrative:
The advance delivery device subject of the reported event was returned to steris for evaluation. During the evaluation it was observed that the device was broken between the base and top portion of the capsule cup; however, an exact root cause of the observed damage could not be determined. The advance delivery device instructions for use states, "open and inspect the device for shipping or handling damage. If damage is evident (e.g. Bends, kinks, cracks, misshaped cup), do not use this device and contact your local product specialist. Open and close the finger rings on the handle two (2) times to make sure it moves smoothly." The DHR for the lot subject of the event was reviewed and confirmed the device was manufactured to specifications; no abnormalities were noted. A steris account manage offered in-service training was offered on the proper use and operation of the advance delivery device; however, the user facility declined. No additional issues have been reported.

Event description:
The user facility reported via vigilance report that their advance endoscope delivery device is not performing its function correctly and split into two pieces. No report of injury.

Manufacturer narrative:
Investigation of this event is currently in progress. A follow-up report will be submitted when additional information becomes available.